Event description:
The customer reported that she was hospitalized on two occasions due to high blood glucose levels greater than 600 mg/dl. The dates given were (B)(6) 2012. The customer felt that she was not getting any insulin during the night. The customer also felt that the insulin pump malfunctioned due to all of the settings being erased after her educator had programmed them into the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.